Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother called in to troubleshoot damage to the insulin pump but also reported that the customer was hospitalized twice for low blood glucose levels. The customer's blood glucose level at the time of admission was 20 mg/dl. The customer's symptom included feeling sick. No further details were provided. Nothing was replaced or returned.